Manufacturer narrative:
Analysis synthesis: upon reception of the smartview connect, the device was tested, and the reported issue was confirmed: the application did not respond and communication with the back office or implant was not possible. Changing the docking station and power adapter did not resolve the problem. Log analysis showed that the device could not synchronize and remained stuck with error messages during attempts to connect to the back office. Tests confirmed that internet connection and certificates were valid, but server communication failed due to an ssl chain validation error. The problem could not be reproduced, and the exact root cause remains undetermined. A possible hypothesis is an alteration in the device memory, preventing proper certificate validation and back office communication. Additional factors such as a defective power adapter, repeated power interruptions, and unusual user actions may have contributed to the issue. This case appears to be an isolated incident and will be retained for monitoring and trend analysis. Please refer to the attached report.

Event description:
Reportedly, when a synchronisation is performed, the smartview connect, it does not update.

Manufacturer narrative:
H3 other text : additional investigation required.

Event description:
Reportedly, when a synchronisation is performed, the smartview connect, it does not work.